Event description:
It was reported that a patient alert was delivered for high, out of range, pacing lead impedance. Noise was noted on stored egms. The lead was capped and replaced. No issues were reported at the post-procedure follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 12.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.